Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2016-00469. Approximate age of device ¿ 4 days. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient underwent a subcostal pump exchange due to the inability to decompress the left ventricle, opening of the aortic valve despite increasing the pump speed and an elevated lactate dehydrogenase (ldh) value of approximately 900 u/l. On (B)(6) 2016 at around 2 am (approximately 4 days post the pump exchange procedure), the patient contacted the nurse due to not feeling well. The patient was diaphoretic at the time. Consistent low flow alarms were observed at approximately 05:21 am. A bedside echocardiogram revealed a significant clot in the left ventricle. Argatroban IV bolus was administered; however, the patient expired approximately 20 minutes later. The pump parameters were reported to be within normal ranges. An autopsy revealed cardiac tamponade. The explanted pump will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Although the reported low flow alarms were confirmed based on the evaluation of the submitted system controller log file, the evaluation of the returned pump, did not determine a device related cause. The log file captured events from the initialization of the system on (B)(6) 2016 until the pump was shut down through the motor stop command via the system monitor on (B)(6) 2016. Based on the timestamp, at 5:25am on (B)(6) 2016, the low flow hazard alarm activated when the estimated pump flow was calculated below the low flow threshold of 2.5 lpm. The pump speed matched the set speed during the low flow events; however, the pump power and pulsatility index values were noted to have decreased. The system appeared to function as intended throughout the log file. The pump was returned with the sealed inflow conduit and the sealed outflow graft secured to their respective pump ports. Examination of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Additionally, visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Furthermore, electrical continuity testing of the wires did not reveal any discontinuities or electrical shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. In conclusion, the evaluation did not reveal a device related issue that could have contributed to the reported event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.